Event description:
It was reported that during implant when the chronic leads were connected to the new device, high, out of range hv lead impedance was observed on the svc vector. The svc coil was programmed off. All other electrical measurements were normal. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.